Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2022).

Event description:
It was reported that prior to a biopsy procedure, the device package allegedly found to be torn and probe broke especially in the tail end. It was further reported that the outer package was in good condition. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Six electronic photos were provided and reviewed. It was observed that the crack is visible in five photos. One photo shows the product identifiers. Therefore, based on the photo review the reported crack can be confirmed. A definitive root cause for the alleged breach of sterile barrier issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. D4 (expiry date: 04/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to a biopsy procedure, the device package allegedly found to be torn and probe broke especially in the tail end. It was further reported that the outer package was in good condition. There was no patient contact.